Event description:
A medical dr reported that a pt had a dental procedure done involving dyract. The dr did not know what kind of dental procedure, what type of dyract or what other products if any were used. Approximately one week after returning to the united states and receipt of the procedure, the pt broke out in hives. At the time of this report there was no further pt or product info available.